Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, to excise skin at the implant site. Following the procedure, the patient was treated with oral antibiotics. On (B)(6) 2017, the patient underwent an additional revision surgery in order to have an internal magnet placed on the post. The implanted device remains insitu.